Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
It was reported that the patient presented to the clinic for a follow-up on 7 may 2021. During interrogation of the implantable cardioverter defibrillator (ICD), it was noted that there was post-paced t wave oversensing. There were no programming changes made to the ICD.